Event description:
It was reported that during a right hemicolectomy procedure the device delivered an incomplete staple line. The procedure was completed with sutures. Consequently, the procedure time was extended by one hour. There were no additional patient consequences.